Event description:
The customer reported that the mounting arm for a monitor broke and fell on the ground.

Manufacturer narrative:
The customer reported that amounting arm on a monitor broke and the monitor fell to the ground. Based on the available info, there was no device / mount malfunction. The philips field service engineer (fse) has investigated this issue and found that the customer had drilled two holes in the mounting arm, which weakened the arm and led to it's eventual failure. The monitor showed no visible signs of damage, and it functioned properly. The fse reviewed the issue with the directory of biomedical engineering and explained that the remaining mounts that have been modified should be replaced to avoid similar incidents. (B) (4).